Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and yellow particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: exchange from textured to smooth implants due to the patients concerns with the product, rupture found at surgery.

Event description:
Healthcare provider called to report a left side exchange from textured to smooth implants due to the patients concerns with the product. Rupture was found upon explant. The device has been explanted and replaced.